Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal,menorrhagia),excessive bleeding') in a 41-year-old female patient who had essure (batch no. A57117,a67117-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent uti, cesarean section and discomfort in joints. Concurrent conditions included hematuria, pelvic pain, dysuria, daytime sleepiness, endometriosis, atrial septal defect and difficulty breathing. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and bupropion. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced urinary tract infection ("recurrent uti") and dyspareunia ("dyspareunia(painful sexual intercourse) every time I had a uti"), 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), stress ("psychological or psychiatric problems condition -severe stress"), anxiety ("psychological or psychiatric problems condition -anxiety"), vaginal discharge ("vaginal discharge.") And bladder pain ("bladder pain"). The patient was treated with surgery (total hysterectomy uterus and cervix removed))\novasure). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, stress and anxiety had resolved and the dyspareunia, vaginal discharge and bladder pain outcome was unknown. The reporter considered anxiety, bladder pain, dyspareunia, menorrhagia, stress, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. This lot a67117 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal,menorrhagia),excessive bleeding') in a (B)(6) female patient who had essure (batch no. A57117, a67117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent uti, cesarean section and discomfort in joints. Concurrent conditions included hematuria, pelvic pain, dysuria, daytime sleepiness, endometriosis, atrial septal defect and difficulty breathing. Concomitant products included amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and bupropion. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced urinary tract infection ("recurrent uti") and dyspareunia ("dyspareunia(painful sexual intercourse) every time I had a uti"), 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), stress ("psychological or psychiatric problems condition - severe stress"), anxiety ("psychological or psychiatric problems condition -anxiety"), vaginal discharge ("vaginal discharge.") And bladder pain ("bladder pain"). The patient was treated with surgery (total hysterectomy uterus and cervix removed))\novasure). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, stress and anxiety had resolved and the dyspareunia, vaginal discharge and bladder pain outcome was unknown. The reporter considered anxiety, bladder pain, dyspareunia, menorrhagia, stress, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: previously reported event " injury" was deleted and was updated to new events. Lot number added. Following events were added: abnormal bleeding (vaginal, menorrhagia), recurrent utis, stress and anxiety, dyspareunia, vaginal discharge, bladder pain. Reporter information added. Medical history,concomitant products and concomitant conditions added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.